Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported issue was not reproduced. A system error 21505 (occlusion sensor drift failure) was observed after extending the plunger driver. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The plunger driver requires replacement to ensure the unit works as intended. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed that the infusion was completed but no fluids were delivered. This occurred during patient infusion. The pump had to be programmed 4 times before medication was delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.